Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.50 diopter, in the patients right eye (od) on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to patient experienced a refractive surprise. At first day after surgery, patient was found to have high farsightedness. The lens was replaced with another same model/length lens and the problem was resolved. The patients current condition is good. Cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Device history record (DHR) review: the DHR review indicated that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).